Event description:
It was reported that during the use of the product, the pilot balloon got detached. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The inflation line detached from pilot balloon was observed and a lack of solvent was detected. No other analysis was performed. The root cause of the reported issue was found to be the most probable cause was not enough solvent at joint cause by bad condition on the feeder system equipment. Actions were taken to mitigate the reported issue: implemented immediate actions to mitigate the reported condition by improving process steps directly related with factors in the process.